Manufacturer narrative:
(B)(4).

Event description:
It was reported that a g7 wearable failure occurred. On (B)(6) 2024, it was reported by the tandem representative that the patient experienced a wearable failure. The patient experienced diabetic ketoacidosis and had to be hospitalized. The patient´s blood glucose was over 800 mg/dl. There were no more details provided, as the patient was not contacted. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.